Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system exhibited incomplete healing of the device pocket site resulting in the incision to reopen. There was also bleeding noted at the implant site. This patient was administered anti-biotics and will have frequent dressing changes. This device system remains in service. No additional adverse patient effects were reported.